Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position via right transfemoral approach, during valve insertion through the non-expandable portion of the 14f esheath+, the valve became difficult to advance. Ultimately the valve was advanced, however during positioning the frame of the valve appeared bent. The decision was made to deploy the valve anyways. During valve deployment, the balloon did not inflate normally, it was very slow to inflate and deflate (about 10 seconds each). A second delivery system was prepped, and the valve was post dilated without further incidents. The patient had no injuries and was stable with no paravalvular leak (pvl). Pre deco findings included a sheath puncture.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, b5, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Engineering performed visual examination and the following was observed: sheath and introducer shaft curved likely due to packaging. Liner fully expanded and distal tip opened as designed. Partial liner delamination at distal tip for approximately 0.25" in length. Strain relief punctured approximately 3.25" distal to comnut. Engineering removed strain relief and confirmed the puncture through the liner under strain relief. No kink observed. The complaint for sheath punctured was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (steep insertion angle, high push force) likely contributed to the event as it was reported that 'esheath+ was inserted at a steep angle' and 'during valve insertion through the non-expandable portion of the 14f esheath+, the valve became difficult to advance. Ultimately the valve was advanced, however during positioning the frame of the valve appeared bent.' High push forces exerted to overcome resistance can compromise sheath integrity, resulting in punctures. When combined with non-coaxial advancement trajectories (rendered through steep angles), these forces can further exacerbate damage to the strain relief ' particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position via right transfemoral approach, during valve insertion through the non-expandable portion of the 14f esheath+, the valve became difficult to advance. Ultimately the valve was advanced, however during positioning the frame of the valve appeared bent. The decision was made to deploy the valve anyways. During valve deployment, the balloon did not inflate normally, it was very slow to inflate and deflate (about 10 seconds each). A second delivery system was prepped, and the valve was post dilated without further incidents. The patient had no injuries and was stable with no paravalvular leak (pvl). Additional information notes that only one of each device was used (minus another ds for the post dilation). The expansion tool was used. The loader was able to be fully inserted into the esheath+/ esheath+ housing. The esheath+ was inserted at a steep angle. The system was withdrawn from the patient with the delivery system through the esheath+. The vessel was pre-dilated to 16f. The perceived root cause of the resistance was the kinked sheath. There were no issues during the crimping phase. The perceived root cause of the bent frame was that it was hung up in the kinked area of the sheath. The approximate inflation/ deflation time was 10 seconds. There were no slow inflation/ deflation time or other abnormalities noted during prep. The device was torqued during the procedure, approximately 2-3 rotations. There was no asymmetrical inflation noted. No fluid loss was noticed. There were no withdrawal difficulties with the delivery system and/ or sheath. The perceived root cause of the inflation/ deflation issue was a "twisted balloon". Pre deco findings included a sheath puncture. Upon reviewing the returned device, it was noted that the reported kink on the sheath was not present.